Event description:
The bipap a40 ventilator was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. During the evaluation of the device, the device was visually inspected and there was no evidence of foam degradation visualized in the device. Review of the device download error log revealed ventilator inoperative error codes indicating the central processing unit (cpu) cannot communicate with the flow sensor using i2c bus or the pressure sensor using spi bus. The device's printed circuit board assembly required replacement to address the issue. The device was processed as scrap. The device will be included in the fsn 2023-cc-src-039.